Event description:
It was reported that a pathfinder nxt screw was discovered to have loosened in the bone post-operatively during a revision surgery. The revision surgery was for reasons not related to any zimmer products.